Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep contacted the customer by phone, and the customer evaluated the system and found a floppy disk had been left in the system floppy drive. The floppy disk was ejected and the system operates as intended.